Event description:
It was reported that patient set up a smiths medical pump on tpn 2400ml / 8 hrs. Taper up and taper down utilized. Bag ran dry prior to 8 hour completion, pump over infused. Patient was utilizing cadd prizm pump.